Manufacturer narrative:
The insulin pump had a motor error alarmed during rewind due to corrode on motor home switch. There was no moisture damage found on electronic assy. Analysis was unable to verify the motion sensor test failure alarm and motor position encoder error alarm due to motor error. The pump had was received with cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was 68 mmol/l. The customer states they received a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.